Event description:
Procedure type: according to the reporter: the blue tip of the trocar that covers the blade fell off into the pt's abdomen. The blue tip was retrieved. The case was continued with no blood loss, no tissue damage or delay in operating room time.

Manufacturer narrative:
(B)(4).